Manufacturer narrative:
(B)(4). As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Additional information was requested, and the following was obtained: how was the bleeding controlled? Did the patient require a transfusion?

Event description:
It was reported that during an open lobectomy, the target tissue was a thick pulmonary vein in the right inferior lobe. The pvs was positioned well and no resistance was felt during closing the device. Fifteen seconds of pre-compression was added before firing. After opening the device, not all staples were closed and this caused major bleeding of 1.5 liters. The surgeon and her team solved the bleeding and the patient was discharged after three days. Following surgery, it seemed that the target tissue was too thick for the pvs because the staples were not formed in a proper ¿b¿ shape. But because there was no feedback felt while closing the device compared to other usages, the surgeon continued firing. After solving the bleeding, the device was used multiple times. No other problems occurred and there were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 6/18/2020. Additional information was requested and the following was received: how was the bleeding controlled? Unknown. Did the patient require a transfusion? No.

Manufacturer narrative:
(B)(4). Date sent: 07/30/2020. Additional information received: no patient consequences. Current status unknown.